Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed, 5.5 mm x 250 mm target lesion was located in the ostial, proximal to distal superficial femoral artery (sfa) extending to the intra popliteal artery. A 6.0 mm x 18 cm vascular stent and a 6.0 mm x 15 cm innova stent were implanted to treat the lesion. However, following post-dilatation using a 5 mm x 10 cm mustang balloon catheter, the innova stent was noted to have shortened by approximately 3 cm. Another stent was then implanted and the procedure was completed. No patient complications were reported.